Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely parts on the board deteriorated over time and the dx circuit board failed. This circuit board generates and outputs serial digital interface signals.

Manufacturer narrative:
The device was evaluated. A full inspection was performed on the subject device and the unit failed the inspection due to no output signal produced from serial digital interface (sdi) 2; the cause was isolated to a faulty printed circuit board (dx board).

Event description:
Upon return of the subject device for inspection, the olympus service department determined that no output signal from the sdi 2 port was produced. There was no patient injury, associated with the problem, reported to olympus.